Manufacturer narrative:
Not returned. Event conclusion: the patient underwent a device replacement procedure and additional three days hosp admission. The device remains at the hosp; however, a returned products kit has been ordered and sent to the hosp for the device to be returned to boston scientific for analysis. An amended report will be submitted if the device is rec'd and once analysis is complete.